Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was was received for evaluation. Visual and functional testing were performed. Visual inspection found there was a weak pump, faulty heater failed safety electrical test, stripped interlock block, and leaky block assembly. Functional testing was able to duplicate the reported problem. The root cause of the reported issue was found to be a faulty heater.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the leakage current was too high. No patient injury was reported.